Event description:
Customer had a situation where a gantry angle was acquired in error by accidentally selecting the gantry angle acquire check box when the intent was to acquire the treatment table parameters. The plan called for opposed oblique fields with mlc (mulileaf collimator) and edw (enhanced dynamic wedge). The fields were filmed and then the couch values were acquired and applied to both fields. Since the operator was unaware they had clicked on the gantry, the angle for one oblique was introduced to the opposing field. On day of first treatment they moded up the field and auto-motioned the clinac to the acquired parameters. They thought they were treating the anterior oblique, since the gantry went to that angle, but the settings should have been for the posterioir oblique. Only a single field was treated incorrectly. The edw was reversed as a result of the different gantry angle, therefore exposing tissue to radiation with a distribution other than that perscribed by the physician. However, because of the limited number of monitor units (mu) delivered the customer does not consider this to be a serious injury.